Event description:
On may 21, 1999 safeskin corporation was served with the following lawsuit: plaintiff's claim alleges the following: on or about november 21, 1997, plaintiff suffered a severe allergic reaction to latex gloves. She was diagnosed as suffering with severe latex allergy.